Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. No issues were identified at the time of the investigation. The device tested normally. Preventative maintenance was performed.

Event description:
It was reported that the cartridge sensor is defective. There was unknown patient involvement. No patient harm/adverse event was reported.